Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and was not returned for analysis. The balloon cones & balloon main body were reviewed and analysis suggests that the balloon may have been subjected to positive pressure as the balloon wings were opened out from their folded positions. Crimp markings are not evident on the balloon wall possibly due to the balloon previously receiving positive pressure or manipulation. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion profile found one outer extrusion and inner lumen kink at 20mm distal to the port bond. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The midshaft section and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-oct-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 12 x 5.00mm taxus¿ liberté¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.